Manufacturer narrative:
(B)(4). The following warmer head components were returned to fisher & paykel healthcare for investigation: upper and lower case (insulated), reflector, upper harness. Method: the returned warmer components were visually inspected for damage or abnormalities. Results: a brownish residue was found on the reflector, confirming the reported fault. The residue appeared to be from a liquid splash. Although the reside could be removed with a damp cloth, white spots remained on the reflector after cleaning. The surface of the upper case had a sticky stain on it. There was also crazing on the front end of the case and on the label. Initial inspection of the heater head assembly at fisher & paykel healthcare's regional office and service center in (B)(4), also revealed an exposed wire which had caused a small mark on the head. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the wiring fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. A lot check could not be performed as the lot number of the device was not provided. Conclusion: the stains on the reflector appear to have been caused by liquid splashing. This type of staining is consistent with damage caused by chemical cleaners. The crazing on the warmer head case is also consistent with damage caused by inappropriate cleaning materials. The infant warmer service manual for the affected units features a diagram of the infant warmer which highlights polycarbonate and acrylic components, which include the warmer head case, and states: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components.

Manufacturer narrative:
(B)(4). The complaint warmer head has recently been returned to fisher & paykel healthcare's regional office and service center in (B)(4) for initial evaluation and repair. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported that there was silver residue on the reflective surface of an iw980 infant warmer heater head. The iw980 infant warmer is a reusable device. The residue was found before/after patient use.

Event description:
A healthcare facility in (B)(6) reported that there was silver residue on the reflective surface of an iw980 infant warmer heater head. The iw980 infant warmer is a reusable device. The residue was found before/after patient use.